Event description:
The facility representative reported to baxter (B)(4) technical services one colleague infusion pump in which failure code 21:411:173:3 (B)(4) occurred. It is unknown at which point in the process or in which service area the reported condition occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. This device utilizes user interface module master software version 6.13.90 categorized as remediated. During review of the event history by baxter it was determined that the reported condition occurred during delivery causing an interruption of delivery.

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The device has not been previously sent into service for the reported condition of "fc 21:4xx ." (B)(4).

Manufacturer narrative:
The reported condition of failure code 21:411:173:3 e1e0010 was confirmed but not duplicated, and was found to be due to a software failure. The reported failure code occurred only once, powered off and on the device, and the failure did not re-occur. No repair is needed per the service manual. (B)(4)